Manufacturer narrative:
The device was returned for evaluation. The implant was noted to be partially within the guide catheter. There was evidence of stretching along 15cm of the coil extending from the distal tip; however, there was not evidence of damage to the guide catheter. Analysis of the guide catheter revealed multiple areas of stretched implant and compressed sections within the lumen of the catheter. The section distal to the attachment zone was prolapsed. The investigation was unable to confirm the presence of the monofilament knot or adhesive. Based on the investigation and provided information, the complaint of a broken coil can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence of stretching and prolapsing within the catheter, which is indicative of the use of excessive force during advancement and or retraction. The instructions for use (IFU) warns, "do not advance the delivery pusher with excessive force," and "advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted."

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a renal artery embolization, resistance was encountered in the catheter during delivery of the 10th coil. The coil subsequently stopped advancing through the catheter. After several unsuccessful attempts were made to advance the coil, including rotation of the pusher wire, the coil detached from the pusher wire in the catheter as it was being withdrawn. Both segments of the coil were removed in their entirety together with the catheter. There was no reported patient injury or intervention. Final angiogram confirmed successful arterial occlusion.